Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the resistance was allegedly not smooth when the needle was pulled out. It was further reported that after removing the needle, an iron wire was allegedly found inside. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the resistance was allegedly not smooth when the needle was pulled out. It was further reported that after removing the needle, an iron wire was allegedly found inside. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one mission biopsy device, trocar stylet, compatible coaxial, two blunt stylets, no depth stop and 10 mm adapter were received for evaluation. During visual evaluation, the device appeared to have residue throughout and the device was returned in initial configuration with the cannula at the 00 mm position. And also a wire-like material was returned with the device. Upon functional testing, an attempt to dry fire was unsuccessful as after the device was primed to 20mm and the plunger was depressed, then the device was disassembled to see if there was any material between the stylet and cannula however the stylet was unable to be removed from the cannula. Therefore, further functional testing cannot be performed. Also, one electronic photo was provided and reviewed. In that photo, a wire like material which was placed on a white paper was shown. Based on the photo review, the reported foreign material can be confirmed and reported difficult to remove cannot be confirmed. Therefore the investigation is confirmed for the reported foreign material as the wire like material were also returned for evaluation and the investigation is inconclusive for the reported difficult to remove due to the condition of the received device. The investigation is also confirmed for the identified failure to fire as received device was failed to fire during the dryfire test. A definitive root cause for the reported foreign material, reported difficult to remove and identified failure to fire issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2025), g3, h6 (device). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.